Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad fell off the device into the pt. The tissue pad was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.